Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered from the following on account of her asr left hip implant: progressively increasing hip pain that goes down into her left leg making it impossible for her to bend her leg or walk; a rash near her incision site that has not gone away. Update (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Update rec¿d (B)(4) 2014 - sales rep reported revision. Patient revised for pain. Update rec¿d (B)(4) 2014 - medical records received. Upon revision, a loose acetabular cup and black corrosion on the taper were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.